Manufacturer narrative:
We have not been able to further investigate the cause of the malfunction because the device has not been returned.

Event description:
Product was barely used and stopped working completely. Customer added that if they did not have a back up machine, residents could have suffered major complications and/or death.